Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for bacteria growth on two occasions. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifier: (B)(6).

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization cds processes where no obvious deviations from instructions for use (IFU) were identified. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.